Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the correct lot number for this el5ml device? P4b014. Did the device have any other issue besides firing malformed clips as in event description you say "misfired and did not form clips correctly?" No other issues documented. Was there any patient consequence? No clinical outcome or consequences. No harm caused. The batch/lot number received for the product involved in this complaint was not valid (p4b014). Therefore, we were unable to check manufacturing records for any related non-conformances.